Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 17, 2015. The device was received for evaluation. The unit was returned to the plant containing approximately 58ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of no flow¿non delivery. A visual inspection was performed with the naked eye and no issues were noted. A functional flow test was performed and passed successfully with no issues relating to the reported condition. The flow rate was measured to be within the produce specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not allow flow of medication during infusion. The device was filled with 5fu and sodium chloride with a total fill volume of 252 ml. Approximately 100 ml remained when the infusion stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.